Event description:
It was reported that the device was explanted and replaced prophylactically and replaced as it is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The patient was stable with no consequences.